Manufacturer narrative:
The product was returned with the membrane partially unfolded and blood on the exterior of the catheter. One kink was found on the catheter tubing near the y-fitting approximately 64.52cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, inner lumen, extracorporeal tubing was performed and no leaks were detected. The returned condition of the product indicates that the reported problem resulted from a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. A device and lot history record review was completed for the reported product. No nonconformance's were found that are considered to be related to the event. Per complaint handling procedure, (B)(4), this complaint did not meet the requirements for escalation to hhe or crf. The initial reporter was a getinge employee. Initial reporter name: (B)(6).

Event description:
It was reported that during the investigation of the device involved in complaint number (B)(6). A kink was found that was unrelated to the reported leak failure mode. There was no patient involvement.